Event description:
It was reported that this implantable cardioverter defibrillator (ICD) anti-tachycardia pacing (atp) accelerated the patient ventricular tachycardia (vt) to ventricular fibrillation (vf). The ICD delivered a shock that converted the arrhythmia. Technical services (ts) discussed potential programming changes for this device. This ICD remains in service. No additional adverse patient effects were reported.